Event description:
Customer reported receiving a button error alarm during class. Customer's blood glucose reading at the time of the call was 237 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.